Manufacturer narrative:
(B)(4). Date sent: 5/7/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempt made to obtain the following information. To date, a response has not been received. Should further details be obtained, a supplemental report will be submitted. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Citation: this complaint is from a literature source. The following literature cite has been reviewed. Juodeikis ¿, brimas g. Long-term outcomes of adjustable gastric banding: a 15-year prospective randomized trial comparing 2 band types in 103 patients. Wideochir inne tech maloinwazyjne. 2024 dec 11;19(3):421-426. Doi: 10.20452/wiitm.2024.17918. Pmid: 40125254; pmcid: pmc11927551. The aim of this study was to compare the long-term outcomes of bariatric surgery using two different adjustable gastric bands, the swedish adjustable gastric band (sagb) and the minimizer extra band, focusing on weight loss, comorbidity resolution, complications, and quality of life over a 15-year period. It was a randomized controlled trial conducted between december 2009 and january 2010 with 103 patients. Surgery was performed using laparoscopic gastric banding, with patients randomized to receive either the sagb or minimizer extra bands. Both devices were implanted unfilled at the time of surgery. The patients were randomly assigned in a 1:1 ratio to one of 2 parallel groups, receiving either the sagb (obtech medical, zürich, switzerland) or the minimizer extra (bariatric solutions gmbh, münchenstein, switzerland) band. Reported complications include band erosions, port-related issues, cases of band slippage, instances of band intolerance, bands were removed, patients underwent conversion to gastric bypass. In conclusion, the sagb and minimizer extra bands demonstrated comparable outcomes at both the 5- and 15-year follow-up with respect to the resolution of comorbidities, morbidity, and quality of life. Weight loss was also similar between the 2 groups. However, a majority of improvements in comorbidities observed at the 5-year follow-up notably declined after 15 years.